Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported power loss failure. Physio observed proper device operation through functional and performance and testing. The cause for the reported power loss could not be determined.

Event description:
It was reported that the device lost power after delivering a defibrillation shock to the patient. The responding officer did not attempt to turn the device back on and performed CPR for two minutes. The device was powered back on to analyze the patient rhythm and reach a no shock advised decision. At that point, a paramedic crew arrived at the scene and attached a lifepak 12 device to provide continued care. The patient was not revived. There were no further details on the event and/or the patient provided. Physio-control's clinical review of the reported event determined that the device use did not contribute to the patient outcome as effective defibrillation was provided to the patient. The 200j shock from the device converted the patient's rhythm from shockable to non-shockable and CPR was provided for two minutes per protocol. There was no delay in rhythm analysis as the device was powered back on after two minutes.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.